Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For the device with the tissue pad completely detached, did the tissue pad detach during the procedure? If yes, did any piece fall into the patient? Was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Is the detached tissue pad being returned with the device? Was the tissue pad the only issue with these devices? Were there any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped?

Event description:
It was reported that during an unknown procedure; the device had an inactive pad that was totally gone. It is unknown how the procedure was completed. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4): batch #l90j4m. The device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and generator and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.